Event description:
The hospital reported a post-operative infection with a patient having surgery with the fusion 8mm-80cm supp peripheral graft. Infection was caused by staphylococcal. Date of initial surgery: (B)(6) 2014. Date of revision: no revision performed. The graft is still in the patient. Date the surgeon noticed infection: (B)(6) 2014 treatment taken for the infection: administration of antibiotics, another incision, and vac therapy. Infecting agent: not confirmed since no culture tests performed. Primary disease: arteriosclerosis obliterans caused by total occlusion of right arteria iliaca communis fontaine the patient is still in hospital and the infection is being cured only by vac therapy.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).